Event description:
In 2006, the lay/user reporter (patient's daughter) contacted lifescan alleging that the patient's one touch ultra had an "error 2" issue. The medical affairs specialist obtained the following information from the customer care advocate's documentation. The reporter stated that the patient attempted to test on the meter while having symptoms of feeling dizzy and sweaty, but was getting the "error2" message. Because the patient was unable to test on her meter, the patient was taken to the emergency room at 4pm later that day. The patient was given 15 units of insulin based on a blood glucose result "in the 500's mg/dl" and later was given 10 additional units based on a blood glucose result "in the 300's mg/dl." This complaint is being reported due to the following conclusion: the customer care advocate walked the reporter through troubleshooting and verified that the correct testing technique was used; however, the issue was unresolved over the phone. The patient was unable to test while experiencing symptoms, went to the emergency room, and was treated for hyperglycemia. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.